Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, a non-emergency treatment was completed by restarting the system. The philips field service engineer (fse) visited onsite and found that the basic input/output system (bios) battery was undervoltage. The fse replaced the bios battery. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system after restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not start up the application software. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.